Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complaint, the physician placed the snare loop around the polyp and attempted to apply cautery however, the device failed to transmit current. He released the polyp and recaptured another polyp. The same issue occurred during the physician's second attempt to apply cautery to a polyp. There was no indication that cautery was working since no blanching was observed. The physician attempted to capture a third polyp, however, the snare loop would not extend fully, and it was reported that the loop shape was distorted. It was reported that one of the polyps was sessile and large. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed with a different device. There were no complications as a result of this event, and the patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found several pronounced kinks along the sheath, two kinks in the wire, the distal end of the sheath was smashed, and the loop was bent. Functional testing found that the unit extended and retracted within manufacturing specifications. The complaint was not confirmed for the reported electrical failure. A resistance test was performed and found the device to be within manufacturing specifications. However, the loop was found to be bent, several kinks along the sheath and in the wire were found, and the distal end of the sheath was smashed. It is likely that procedural or anatomical factors affected the device integrity and performance, therefore, the most probable root cause for the failures found is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator jumbo oval snare, was used during a polypectomy procedure, performed on (B)(6) 2012. According to the complaint, the physician placed the snare loop around the polyp and attempted to apply cautery, however, the device failed to transmit current. He released the polyp and recaptured another polyp. The same issue occurred during the physician's second attempt to apply cautery to a polyp. There was no indication that cautery was working since no blanching was observed. The physician attempted to capture a third polyp, however, the snare loop would not extend fully, and it was reported that the loop shape was distorted. It was reported that one of the polyps was sessile and large. The cautery pin was observed to be securely attached to the handle. No visible damage to the device was noted. The procedure was completed with a different device. There were no complications as a result of this event, and the patient was reported to be in stable condition following the procedure.